Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The unit would power on but display was very dim. The fsr replaced the front panel, performed extended systems test (est) and calibration of fio2. Ran performance test, the unit passed all test and runs according to mfg specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator has no display. At this time, there is no information regarding patient involvement associated with the reported event.